Event description:
The following was reported to hamilton medical ag: during startup, the ventilator shows technical event 246007 continuously. Before this event it hangs when we do calibration of flow sensor and tightness test. It is newly installed ventilator . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during startup, the ventilator shows technical event 246007 continuously. Before this event it hangs when we do calibration of flow sensor and tightness test. It is newly installed ventilator no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).